Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively determined through this evaluation. It was also reported that hm3 lvas, serial number (B)(4), would not be returned for evaluation. The hm3 lvas instructions for use (IFU) lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15may2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to failure to thrive after going into renal failure. The device operated as expected and the patient's death was not considered to be device related.